Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator and leads were removed and replaced due to an infection. The explanted products were not returned for analysis.

Manufacturer narrative:
A new pacing system was successfully implanted. The explanted products were not returned to boston scientific crm. Should additional information become available, an amended report will be submitted.